Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't hold charge) has been not confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to contamination on the pins of inter-pca connector j1002. The contamination caused the change battery messages. The root cause for the contamination was ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was receiving low battery charge messages.